Manufacturer narrative:
The device was returned. The stent was positioned between the markerbands but not meeting specifications due to deformation of distal wraps. Deformation was evident to the 1st distal stent wraps with struts raised and stretched. Deformation was evident to the distal shaft near the proximal markerband. No deformation was evident to the distal tip. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 83% stenosis located in the distal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was not pre-dilated. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.